Event description:
The patient will be revised due to dislocation on (B)(6) 2023. The implantation date unknown. The elements that will be explanted and implanted are unknown.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states. The date of knowledge of the event is (B)(6) 2023 but the date of knowledge of the cause of the revision is (B)(6) 2023.